Event description:
Rptr alleges pt complained of chronic breast pain this year and had capsular contracture. Pt underwent bilateral capsulectomies and removal with the implants being intact at removal. It was noted the saline shell had leaked and the gel was intact.